Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have problems with battery longevity. Customer reported that batteries only lasted three days. Customer reported that after the third day a failed battery was received. Customer's blood glucose was unknown. After troubleshooting, customer requested for insulin pump to be replaced.